Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that vision was advanced to the lesion and inflated. Under angiography, it was observed that there was no stent. The stent was found on the table still on the stylet wire with protective sheath. A new stent was used to complete the procedure. No patient effects were reported. No additional event or patient information is available.